Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed essential performance testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a patient was experiencing adjust belt messages.